Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: neurourology and urodynamics. 2017; 36: 1543¿1549. Doi: 10.1002/nau.23144. (B)(4).

Event description:
It was reported via journal article title: "objective outcome and quality-of-life assessment in women with repeat incontinence surgery." Author: daniela ulrich, vesna bjelic-radisic, katrin grabner, alexander avian, gerda trutnovsky, karl tamussino, thomas aigmüller. Citation: neurourology and urodynamics. 2017; 36: 1543¿1549. Doi: 10.1002/nau.23144. The aim of the study was to evaluate subjective and objective outcome after repeat surgery for stress urinary incontinence (sui). A total of 52 patients (age: 53.8 ± 8.4; bmi: 29.7 ± 4.3) who underwent a midurethral tape after failed burch colposuspension or failed midurethral tape between 1999 and 2014 were invited for follow-up. The retropubic sling used as a primary or repeat procedure was a gynecare tension-free vaginal tape (ethicon). The transobturator sling used was the gynecare tvt-o (ethicon). In patients who underwent primary midurethral tape procedure, reported complications included failed midurethral tape (n-52) which required repeat midurethral tape procedure and overactive bladder (n-7). In patients who underwent repeat midurethral tape procedure, reported complications included urinary tract infection (n-5), incontinence (n-2) which required reoperation, voiding difficulty (n-2) which required tape division, failed tape after failed burch procedure (n-2) which required a third anti-incontinence operation, gynecological reasons (n-2) which required reoperation, overactive bladder (n-16), and detrussor overactivity (n-2). It was concluded that midurethral tapes are an option for women with recurrent sui after previous colposuspension or midurethral tape.